Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering. Mmdg made multiple attempts to follow up with the initial reporter, however, they stated that they had no other information. (B)(4).